Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the surgeon removed the balloon from the trocar and saw that the plastic sheath covering the balloon was stuck in the trocar. The sheath got pushed into the patient cavity. It was successfully removed without harm to the patient. The surgeon was able to complete the procedure without further issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.